Manufacturer narrative:
The suspect medical device was returned for evaluation. The complaint was confirmed. The root cause was attributed to device manufacturing. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during filter removal surgery, it was found the 3 ring tip of ensnare was cracked in patient body. A new ensnare to remove the defect tip. No other additional injury on patient.